Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced a recurrent hernia and had another product : mesh implanted on (B)(6) 2016. She had an I&d and wound vac placed on (B)(6) 2016 and loose mesh was resected. On (B)(6) 2017 she had a full thickness debridement of the abdominal wall and removal of all the mesh. It was reported that the patient continues to experience pain and complications and will require additional medical intervention. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/9/2019.

Manufacturer narrative:
Date sent to FDA: 10/29/2020. Additional narrative: it was reported that the patient experienced infection, inflammation following the surgery.